Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had a flattened escape button dome switch. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked keypad overlay and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.